Manufacturer narrative:
Patient information note provided. There is no patient information provided. The device investigation has been completed and the results are as follows: device history record. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample. Customer returned one implant with a carrier and a cover screw. The implant was verified to be hahn tapered implant ø4.3 x 10 mm using radiographic template. The cover screw can be fully engaged and tighten with the returned implant using a prosthetic driver. No fitting or engagement issue was found. No debris or blood clots were observed from inside of the returned implant. Root cause: the root cause cannot be explicitly determined. Customer reported multiple cover screws were failed to engage with the implant and claimed implant internal threads were stripped (per attached RMA). However, the returned cover screw can be fully engaged and tighten with the returned implant without any issue. It was also unknown customer used correct driver during the procedure.

Event description:
It was reported that the threads on the hahn tapered implant were "bad." The provider notes this at the time of the procedure. There was no known impact or consequence to patient.